Event description:
Device complications: no malfunction identified. Time of symptoms: after the procedure. Symptoms: numbness and weakness in the right arm. It was reported that following a stent procedure of the lic in 2006, the pt developed a left cerebrovascular accident. The pt was hospitalized for 7 days. It was noted that the pt tolerated the procedure well and was returned to the post anesthesia care unit. While he was there, he was noted to have normal motor funtion; however complained of numbness in the upper right arm. He subsequently had increased weakness in the right arm. His speech was unchanged, and there was no lower extremity weakness reported. The pt's symptoms resolved and he was transferred to a rehab facility for continued care. No additional information is available.